Event description:
It was reported that the pump battery was depleting too quickly, leading to a shutdown of the pump. There was no adverse impact to the customer's blood glucose level. The customer was informed about the issue and educated on resetting the pump, and a replacement pump was provided by technical support.